Event description:
It was reported that no data was being saved, even though it appeared that the files were being saved. Transmission of data was not possible from the programmer to the patient management application. It was further reported that a clinician interrogated a device but it never stayed on the programmer. It show nothing in queue and nothing transferred. The service disk was ran without success. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that no data was being saved, even though it appeared that the files were being saved. Transmission of data was not possible from the programmer to the patient management application. It was further reported that a clinician interrogated a device but it never stayed on the programmer. It shows nothing in queue and nothing transferred. The service disk was ran without success. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report of transmission of data to the patient management system not being possible. However, as a preventative measure the hard drive was reimaged and software was reloaded. (B)(4): analysis found that the radiofrequency (rf) head cable was severely kinked.